Event description:
Unsolicited communication: pt reports pump was beeping and had error no disposable, clamp tubing. Pt successfully changed her tubing and was able to restart the infusion. Patient was flustered/anxious as she normally is when the pumps start alarming. This is the 3rd time she has had tubing issues this month and is losing confidence in the manufacturer's quality control. I offered to send her new pumps or tubings if that would make her feel comfortable or to set up a cnss visit so they can inspect her equipment/techniques. She declined but will call us again if there are any further issues. Serial number of pump and lot number of extension tubing are unknown. Reporting for pump on side of caution. Photographs were not provided. Set flow rate and volume delivered are unk. Position of the pump when a alarm occurred is unk. This is a continuous infusion. Pump return tracking info is not available. No add'l info is available this time. Reported to cvs/caremark by pt/caregiver.